Event description:
It was reported that during a laparoscopic low anterior resection, while firing the device on the rectum, the surgeon closed down on the closing trigger and his hand slipped off the device due to blood and bodily fluids. The device was then repositioned and fired which resulted in an open lumen. The staple line was visually inspected; the anterior portion of the staple line looked good. The posterior portion was manually inspected and seemed to be a good staple line; however, a full open lumen was apparent. The surgeon and the rep inspected the device, and it was apparent that the chargers were deployed. The pt had to have a permanent colostomy and sutures were used to complete the procedure. Additional info received on 10/01/2009: surgeon was planning on giving pt colostomy depending on the tissue. Additional info received on 10/20/2009: it was a cancer operation. Unk quality of tissue or if the tissue was evenly distributed in the jaws. The surgeon had to do this by feel as the pt had a very narrow pelvis. Correction to initial event info on 10/20/2009: surgeon did not close with sutures nor was the device repositioned; only that there was blood on it and the firing trigger was pressed twice. Both ends of the lumen were open. Additional info received on 10/22/2009: pt is fine; long since home.

Manufacturer narrative:
Date sent: 10/22/2009. Eval summary: the analysis results showed that the device was received in good visual condition and with a cartridge reload loaded in the device. The reload was received void of staples, with the washer completely cut, with the drivers exposed and with the knife recess below the cartridge deck. The device was tested for functionality with an engineering sample reload and the device fired, forming all staples and cutting as intended. The cut line was complete, the staple line was complete and the staples were noted to have the proper b-formed shape. The device lockout and the reload lockout were functional. A batch record review was performed and no anomalies were found during the manufacturing process.